Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is korea medical health care foundation the (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, foreign substance was observed to be coming out of the blockage in the channel. Other observations for the device are: insulation resistance at the tip is out of standards due to missing of c-cover; angulation in the up direction is out of standards due to worn of angle-wire; gap of up/down knob is out of standards due to worn of angle-wire; insertion (suction) quantity is out of standards due to damage of channel tube; liquid leaks due to perforation of channel tube; water is not coming out due to damage of j-tube; screen is partly dark due to scratch of charge couple device (ccd) lens; condition of light guide (lg) bundle is not good; lg lens is broken; adhesive part of distal end rubber coating is broken; and switch 2 (sw2) is cut off. Customer reported issue of weak water jet flow is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of weak water jet flow during preparation for use. There is no patient involvement and no harm reported to any patient. During evaluation of the returned device, foreign substance was observed to be coming out of the blockage in the channel. This medwatch is being submitted for the issue of foreign material coming out of the channel observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing after the procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: inspection of the endoscopic system: inspection of the instrument channel" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual: precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Aspirate water. Manually cleaning the endoscope and accessories: brush the channels, aspirate detergent solution through the instrument channel and the suction channel. Removing detergent solution from all channel. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.